Event description:
User received discrepant sodium results for one pt sample. Initial result gave 129; repeat gave 128 mmol per l. The sample was repeated three times on different analyzers giving 130, 134 & 135 mmol per l. No erroneous results were reported.

Manufacturer narrative:
Customer declined field service dispatch, due to sample specific issue. If additional info is received, appropriate notification will be provided.